Manufacturer narrative:
.

Event description:
Over the last 3 weeks, the pt had experienced a shocking or jolting sensation 3-4 times at the paresthesia area. There was no known accident or incident related to the event. The pt was at home. His status was reported to be "good". Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.